Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event.¿ section b3: date of event has been entered as 01sep2024 as data was collected between 01jun2016 and 01sep2024. Author information: houston methodist hospital, houston,tx; methodist cardiovascular surgery associates, houston, tx. Patel, k., suarez, e. E., guha, a., uy, n., kim, j., akay, m., & bhimaraj, a. (2025). Real-world outcomes of impella 5/5.5 in advanced heart failure patients. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.569. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through research article "real-world outcomes of impella 5/5.5 in advanced heart failure patients", both the short-and long-term outcomes of impella 5/5.5 as temporary mechanical circulatory support (mcs)(t-mcs) in advanced heart failure patients. From jun2016 to sep2024, the researchers identified patients receiving an impella 5/5.5. Of the total cohort, 31 (11.5%) received a left ventricular assist device (lvad), the majority having received a heartmate 3 (n=24). Post lvad, 10 (3.7%) died, 8 (3%) underwent open heart transplant (oht), and 13 (4.8%) survived.